Manufacturer narrative:
The pump was received with operating currents within specification and passed the unexpected restart, rewind, basic occlusion, displacement and self tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery tests due to the prime anomaly. No mechanical error alarms noted. The pump was received with cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed mechanical error and no delivery. The customer's blood glucose reading was 243 mg/dl at the time of incident. Troubleshooting found the customer changed the infusion set 3 times but the pump alarm persisted. Troubleshooting assisted customer with rewind and fill tubing process but the pump did not exit the rewind delivery loop. The customer was advised that the device would be replaced and to return the product for analysis.